Event description:
It was reported that a user of the ilet bionic pancreas experienced episodes of low glucose in the early morning and intermittent elevated glucose before bedtime while using oral glucose (juice) to treat alerts; the user also reported taking unannounced bedtime snacks and occasionally not feeling low when alerted. Symptoms included low glucose 56 mg/dl with urgent low alerts. Outcomes included the need for troubleshooting and education without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education regarding unannounced snacks, potential sensor compression lows, and confirmatory fingerstick checks. Investigation of this case revealed a cause that remained unclear. It was concluded that the event was user-manageable with education and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.